Manufacturer narrative:
Product complaint: (B)(4). (B)(4). Batch manufacturing records of nw5331/ b6031 was reviewed for any process deviation but no deviation was observed. Summary: suspected counterfeit product sample was evaluated visually against retain (control) sample. This received complaint sample is confirmed as counterfeit product. Further the issue has been escalated to brand protection team to investigate the channel through which this product is entered in the market. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the product was suspected to be counterfeit in 2021. The product was not used on the patient. Upon evaluation, it was observed that the suture product is counterfeit product.